Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set separated, the following information was received by the initial reporter with the following verbatim. It was reported by the customer that IV pump was beeping air in line, when tubing was removed from channel and safety clamp closed tubing snapped into two pieces, tubing clamped close to patient and above safety clamp to prevent loss of medication.

Manufacturer narrative:
One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. While priming the set, the tubing below the pump safety clamp separated from the set. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause was caused by the solvent dispenser malfunctioning or excess of adhesive. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.